Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a procedure, during which, the physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The patient underwent a procedure, during which, the physician elected to replace the ipg. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint regarding getting a severe pain at the pocket site could not be verified. After activating the latest setting, its outputs were monitored on an oscilloscope. The stimulation outputs were delivered gradually, and amplitude/pulse widths were verified to be correct on all electrodes. No excessive current leakage or spurious signals were observed while the ipg was active in saline solution. A review of sterilization records found them to be satisfactory. The complaint regarding difficulty charge the ipg was not verified. A review of the patient's charge profile did not find any charging issues.